Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - please confirm the quantity of products that the needle detached from the suture in this event: - what is the total number of procedures reported in this event? - if two, please provide the procedure date of each event: - what is the total number of patients involved in this event? - was product that was pulled after sequestering the suture the from the vaginal delivery procedure placed surgically during a second procedure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a vaginal delivery procedure in 2022, this was the replacement product that was pulled after sequestering the suture from (B)(4). During the procedure, after the third pass of the suture through the vaginal tear, the needle would detach from the suture, they would pull another suture, and the same thing would happen after the third pass. Another suture was used to complete the procedure. The procedure was completed with no patient consequences. Device is available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.